Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected from the cassette line is a known cause of air being introduced into the setup. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell two of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that the supply bag had disconnected from the supply line during therapy. The power was cycled to clear the alarm and the patient was to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.